Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for evaluation.

Event description:
Shortly after trial lead implant procedure. The patient reported chills and tenderness around lead incision site. The surgeon explanted the leads. It was reported that the patient's symptoms were due to a delayed reaction to post operative medications. The patient is reportedly doing well.